Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage on the acoustic lens and the detached distal end was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that water tightness was lost due to damage on the acoustic lens. The paint on the air/water cylinder was peeled and the acoustic lens had a scratch. The adhesive on the bending section rubber had a crack and the play of the up/down knob was out of standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis eus ultrasound gastrointestinal videoscope had leakage and a worn distal sheath. Inspection and testing of the returned device found that the insulation resistance value did not meet standard value due to damage on the acoustic lens and the silver part of the distal end had fallen off. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.